Manufacturer narrative:
A ge representative evaluated the system and found the lift motor emergency stop lead shorted to ground in lift column. Replaced ps2 power supply and the lift column. System operates as intended.

Event description:
Customer reported the system displayed a charger failed error. No pt injury was reported.